Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the excel 23khz straight handpiece each 1 (c2600) was cracked, the power rating was only 20-30%, and when running, the handpiece became very hot. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The housing was cracked, cable tubing was clogged and burnt. The cable, housing and o-rings were replaced before calibrating the unit to manufacturer's specifications. Root cause analysis - the root cause was confirmed as housing cracked. The device met specification when leaving the plant. The housing may have become cracked as a result of damage in the field, but it is not known where it occurred.

Event description:
N/a.